Manufacturer narrative:
(B)(4). Customer stated that the set will be returned, ups label provided for product return. Although requested, the affected device has not been received for investigation. A follow up report will be submitted with failure investigation results should the device be received for eval.

Event description:
Customer reported set leaked and/or has a loose glue bond between the drip chamber and the tubing. There was no pt harm and no medical intervention required. Customer stated that no add'l event or pt info is available.